Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the threshold suspend alarm was triggered. The customer stated that the sensor was reading 67, but blood glucose value was 97 mg/dl at the time of the incident. Troubleshooting was declined. The sensor was returned for analysis.